Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from spanish to english: as I have not received any reply-evaluation of the information I was asked for and which I answered in the same e-mail on the 10th of this month, I would like to state that I found a blocked needle again last friday when I tried to take the corresponding dose of insulin toujeo, so I request that I be given the two needles that I could not use and whose box was given to me by (B)(6).

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from spanish to english: as I have not received any reply-evaluation of the information I was asked for and which I answered in the same e-mail on the 10th of this month, I would like to state that I found a blocked needle again last friday when I tried to take the corresponding dose of insulin toujeo, so I request that I be given the two needles that I could not use and whose box was given to me by (B)(6).